Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the ise (ion-selective electrode) flow cell waste drain valve to resolve the issue, no further leaking was observed. (B)(4).

Event description:
The customer reported a leak from the ise (ion selective electrode) flow cell drain valve on a unicel dxc 600i synchron access clinical system. The customer stated approximately 50 -100 cubic centimeters of fluid leaked from valve and was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.